Event description:
It was reported that the patient experienced intermittent Dexcom G7 signal loss, which prevented the pump from responding to rising glucose and coincided with a fingerstick reading of 302 mg/dL; the event involved communication issues consistent with an intermittent communication failure and implicated electrical and magnetic components, including the antenna, while the patient temporarily used subcutaneous insulin by pen per hospital guidance. Symptoms included hyperglycemia. Outcomes included delay to therapy, unexpected medical intervention with medication, and serious illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between systems alongside intermittent communication failure associated with electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.